Manufacturer narrative:
A ge rep evaluated the system and put i.I cover in place and aligned the system for levelness. System operates as intended.

Event description:
Customer reported c-arm is not level and image intensifier was banged into a wall. No pt injury was reported.